Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose. The customer was treated with an insulin drip. The events leading to her admission was vomiting, weakness, and glucose level of 385mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.